Manufacturer narrative:
Sepsis is associated with homeostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability). In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined, there are clinical, patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information indicated that the pump remains implanted in the patient. The patient has been reported to be in stable condition and has been discharged back to nursing home. The therapeutic team believes the event to be related to the device. (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of the log files revealed a slight rise in power consumption starting on (B)(4) 2016 to a peak of 4.2w on (B)(4) 2016 outside of normal power consumption which correlates with the reported thrombus event. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Infection and sepsis known potential adverse events associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was admitted to the hospital on (B)(6) 2016 from a nursing home/assisted care facility with a driveline infection. Cultures were taken which showed staphylococcus aureus and a growing bacteremia. Aerobic culture revealed staphylococcus aureus and anaerobic culture revealed staphylococcus epidermidis, significance uncertain with additional sensitivities reported. An echocardiogram was also performed which noted either thrombus or vegetation on the aortic valve (av). The patient was subsequently treated with intravenous (IV) antibiotics (ivab's) vancomycin and flucloxacillin. It was further stated that the event will require ivab's for six weeks before initiating ongoing oral antibiotics and that no surgical intervention is planned.&#2068;he patient is currently stable otherwise. The event has not resolved. IV therapy will be continued until the patient is transplanted. Additional information indicated that the patient indication was for destination therapy; not bridge to transplant.